Manufacturer narrative:
The t:slim g5 user guide states: humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose.

Event description:
It was reported that the customer received multiple occlusion alarms. The cause could not be determined during system check with tandem customer technical support (cts); however, customer reported using admalog insulin. Cts informed customer that admalog is off label per the product user guide. The customer's blood glucose was greater than 500 mg/dl with high ketones considered to be "borderline" dangerous. Customer addressed the issue by changing out supplies and using manual injections.